Event description:
Information received by medtronic indicated that the customer had low blood glucose also received "calibration not accepted alert" and "change sensor alert" notifications. Troubleshooting was performed for the crack in the insulin pump. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and was returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged low bgs and sensor anomaly found on 07-jan-2024. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2024 listed on smartsolve due to insufficient data in the trace/history files. Please see below for pump errors/alarms noted 1 week prior to the event date 07-jan-2024 in the formatted history file/diagnostic trace file.  Lostsensor1alert (780) was recorded and found in the formatted history file/diagnostic trace file on: (B)(6) 2024 03:43:00.000, (B)(6) 2024 01:53:00.000, (B)(6) 2024 17:54:00.000. Sgcalibrationerror (776) was recorded and found in the formatted history file/diagnostic trace file on: 01/07/2024 16:30:46.000 01/07/2024 16:46:45.000 01/07/2024 16:47:44.000 sensorerroralert (801) was recorded and found in the formatted history file/diagnostic trace file on: (B)(6) 2024 16:53:23.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. No power error 25 alarm, low battery alert, power loss alarm, replace battery alert or replace battery now alarm were found in the history files or traces on the event date 07-jan-2024. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to verify customer alleged for low bgs. Customer alleged for sensor anomaly was not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.